Event description:
Procedure: lap assisted vaginal hysterectomy (lavh). According to the reporter, the needle fell out of the jaws of the instrument or jammed in the jaws. There was no reported harm to the patient. Another device was used to complete the case. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Event description:
Additional information received by the account: no x-ray was required. The patient recovered without any issue.